Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer unable to continue with the call. No address was provided to send replacement product. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care. No address on file.

Event description:
Consumer reported complaint for e-5 display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue and dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2019, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter read e-5. Customer is feeling ill of fatigue and dizziness. Customer is unable to answer any further questions due to symptoms. I advised customer to follow up with healthcare provider or seek medical attention.